Event description:
It was reported that during a training/demo of the da vinci system, left eye in surgeon side console (ssc) was blank. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was analyzed and the unit was installed in a golden system and underwent 10 power cycles, with no related error codes triggered. The unit was left idle for 1 hour, and the image was clear and normal, as expected. The unit was found to be fully functional. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to lcd display defect on hrsv monitor. The issue was resolved by replacing the hrsv monitor.